Manufacturer narrative:
Concomitant medical products: product ID :8780, serial# (B)(4), implanted: (B)(6)2016, explanted: (B)(6) 2021, product type:catheter. Product ID :8782, serial# (B)(4), implanted: (B)(6)2017, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-aug-2018, UDI#: (B)(4) ; product ID: 8782, serial/lot #: (B)(4), ubd: 21-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen ( at ), fentanyl ( at ), and bupivacaine ( at ) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient contacted the clinic reporting worsening lower extremity weakness resulting in to falls.  On (B)(6) 2021the catheter was explanted and replaced by an outside provider whose operative note indicated intrathecal (it) opioid withdrawal and catheter obstruction.  The outcome of the event resolved without sequelae on (B)(6) 2021.  The device diagnosis was catheter occlusion and the clinical diagnosis was lower extremity weakness.  The etiologyof the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021.